Event description:
This customer reported that this device shutdown unexpectedly during pt care. The users switched to a different defibrillator that was already on scene to deliver therapy to the pt. A total of three shocks were delivered to the pt and he was transferred via ambulance to a local hosp. The pt was later pronounced at the hosp.

Manufacturer narrative:
(B)(4). This customer reported that this device shutdown unexpectedly during pt care. The users switched to a different defibrillator that was already on scene to deliver therapy to the pt. A total of three shocks were delivered to the pt and he was transferred via ambulance to a local hosp. The pt was later pronounced at the hosp. This complaint is still being investigated. A f/u report will be submitted after philips obtains more info about this event.